Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ under warnings, it states, "accepted practices in postoperative care are important. Failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure. The patient is to be advised of the limitation of the reconstruction and the need for protection of the implants from full load bearing until adequate fixation and healing have occurred. Excessive, unusual and/or awkward movement and/or activity, trauma excessive weight and obesity have been implicated with premature failure of the implant by loosening, fracture, dislocation, subluxation and/or wear." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04153 and 04154).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to multiple dislocations. The cup, liner and head were removed and replaced. The patient was reported to be noncompliant.